Event description:
Devices - datascope system 90 intra-aortic balloon pump, intra-aortic balloon safety chamber.the patient was transported from the heart cath lab via carrier to the coronary care unit. After the patient was placed on a ccu bed, the datascope pump indicated failure. Alarms on the datascope sounded and tehlow helium light came on. The pump was immediately changed out. During the exchange of pumps the patient coded and did expire. The patient was in critical condition upon arrival to the coronary care unit, with a dropping blood pressure. The patient's attending physician stated the pumps failure did not cause the death. The patient had minimal ventricular function and closure of the lad and right coronary article. The safety chamber had been in use for three hours (life expentancy is 1000 hours total) before malfunctioning. During the evaluation post event the safety chamber again failed after three hours of use. (Investigation could not be completed until attending physicians returned from being out of town 2/25/92)device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: component failure. Conclusion: device failure occurred but not related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.